Event description:
The customer reports that during a lap cholecystectomy procedure, the device leaked. A new device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.